Event description:
Additional information was received from the healthcare provider (hcp). It was reported that at the revision surgery on (B)(6) 2024, the catheter was removed from the subarachnoid space. The catheter was found to be occluded.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6)2024 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient stated that she had a rotor dye and the catheter access port procedure done two years ago but was unsuccessful. During the procedure, the healthcare provider (hcp) was not able to aspirate the catheter from the side port and decided to explore was happening with the catheter. The catheter came out when he was working in the middle line incision. He was able to secure the hole where the catheter was so the patient was not leaking csf. There were no known environmental/external/patient factors that may have led or contributed to the issue. No troubleshooting or diagnostics were performed. Action/intervention: he was able to successfully replace the catheter with a new one. Outcome: the issue was resolved. The patient weight and medical history were asked but unknown. The patient status was alive and no injury.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6); implanted: (B)(6) 2013; explanted: (B)(6) 2024; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6); ubd: 23-oct-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.